Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product information has been provided to date.

Event description:
It was reported that a no disposable clamp tubing occurred, and the pump wouldn?t run. The patient was instructed to silence the alarm and review the pump settings. Additionally, the patient was assisted to power the pump off and then restart but the alarm reoccurred. The pump was turned off, tubing was clamped and the cassette was removed. Patient stated that no air bubbles are present in tubing of cassette. Patient was instructed to massage the tugging and gently tap cassette on hard surface. The cassette was reattached pump was powered on, however, the alar returned and the screen read pump wont run. Patient was advise to call the clinic. The pump will be replaced. No patient injury was reported.